Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of needle detachment of device or device component.

Event description:
It was reported to boston scientific corporation that the expect pulmonary was used in the lymph node during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2025. During the procedure, the needle broke while puncturing the lymph node. Physician was able to suction out the piece of the needle that broke. The procedure was completed with another same device. There were no patient complications as a result of this event.